Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a lifted dso seal, a worn uso seal, and a scratched rear label. There was no evidence in the event history log. Three delivery accuracy tests were conducted and confirmed the reported problem, the device performed out of the published specifications. It was determined that the expulsor was the root cause of the problem. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed the volume test. Per reporter there was no patient involvement.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.